Event description:
It was reported that there was a thrombus that had formed. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted into it. The closure device was deployed in the laa when the physician noted that there was a thrombus that had formed in the left atrium. The procedure was continued and the device met release criteria and was released from the core wire. The patient was fine following these events.